Event description:
The customer reported that falsely depressed sodium (na) results were generated on six patient samples on a dimension exl 200 integrated chemistry system. The erroneous results were not reported to physician(s). The samples were reprocessed on the same instrument and recovered higher than the erroneous results. The repeat results were considered correct. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) to report that falsely depressed sodium (na) results were generated on six patient samples on a dimension exl 200 integrated chemistry system. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse replaced x-seal, syringe tips, the sampler tip, sampler tubing and the integrated multisensor technology sensor. Next, the cse performed a super condition and a successful dilution check. Then, the cse ran quality controls (qc) and precision test, which recovered acceptably. The instrument is performing according to specifications. No further evaluation of this device is required.